Event description:
While using a byte day aligners, patient reports that their top aligner is cutting their top lip. They have filed the aligner down as much as the can. Provided warm water tip stls are poor most likely causing fit issue. Asked to confirm it patient has moved into step 8 and for photo with upper lip pulled up so can evaluate the fit with the gumline.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.